Event description:
It was reported that an ilet user¿s freestyle libre 3 plus sensor did not pair with the ilet after the user initially scanned the sensor with the libre mobile application instead of the ilet mobile application, resulting in a ¿sensor in use by another device¿ condition that prevented pairing. Symptoms included no hyperglycemia, hypoglycemia, or other clinical effects. Outcomes included no clinical impact, no medical intervention, and no alarms or alerts. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed that the sensor had been claimed by another device application, which impeded ilet pairing until a new sensor was inserted and scanned with the ilet mobile application. It was concluded that the event resulted from user setup with a different application and that device function was restored after inserting a new sensor and pairing it through the ilet mobile application.